Event description:
The stem bolt in the cemented stem backed out patient will be revised in 2004.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.